Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on 03/03/2015 at 5:28pm. The pump was powered off from 03/03/2015 to 03/27/2015 and no basal or bolus deliveries were performed on 03/27/2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation; the complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a non-specific history/settings issue. The reporter noted that the patient had experienced frequent elevated blood glucose over 350 mg/dl. There were no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific history/settings issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).